Event description:
Baxter (B)(4) received a report that a folfusor had a reservoir rupture during filling. The device was being filled with saline. This condition has the potential to interrupt therapy. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample with fluid at the bottom of the bottle. The reported condition of a reservoir rupture was not confirmed. Visual examination of the device showed no evidence of rupture on the reservoir. However, the film-wrap was observed missing which is explained why the fluid went straight to the bottom of the bottom during filling. No root cause was identified, as no evidence of a rupture was observed. The issue of the missing film wrap will be addressed in a separate report. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. This device is manufactured for distribution outside of the united states and does not have a 510(k) number. However, this product is being reported because it is same as or similar to a product distributed within the u.s.